Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733437r, h3: a medtronic representative went to the site to test the equipment. Testing revealed that the manufacturer representative (rep) reassigned the camera to the system via nvdia software tools in admin mode. It was likely due to a disconnection of the universal serial bus (usb) connector in the navigation interface unit (niu) transceiver during troubleshooting. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c13, fdc d02 are applicable to the system checkout. Multiple fdd/annex a codes were reported. A05 was coded for the camera being "out." A0709 was coded for the red light cross on the camera. A1102 was coded for the error with the camera. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera was out, and there was an error with the camera. The re was a red light cross on the camera. There was no patient involvement.